Event description:
It was reported the customer was hospitalized on (B)(6) 2015 due to elevated blood glucose levels (580 mg/dl). Customer was treated through intravenous insulin drip, and was released on (B)(6) 2015. Customer changes cartridge every 3-4 days.

Manufacturer narrative:
No product returning for evaluation. Should new information become available a supplemental form will be submitted. T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog.